Event description:
The pt returned to the hospital with silent ischemia and elevated cardiac enzymes and was treated for a in-stent restenosis of a cypher stent. The pt is a male with a history of previous pci, hypertension, hyperlipidemia, smoking, myocardial infaction, peripheral vascular disease and a family history of coronary artery disease. The pt returned to the hospital with silent ischemia and elevated ck at less than 2 times above the upper normal level. The pt was treated for an 85% focal restenosis of an unk cypher stent in the proximal left anterior descending artery. At this time, there is no additional info regarding the implant of this stent. The restenosis was treated with a 3.0x13mm cypher select plus stent.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.